Manufacturer narrative:
Device inspection found the forceps elevator does not move down at all. Cause : the k-pipe is contaminated with foreign substances, as noted by service repair. Blood detected on forceps raiser. In addition, albarran angulation found insufficient. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the albarran lever jammed. There is no patient harm or injury or patient infection reported due to the event. No user injury reported. Device inspection found the k-pipe is contaminated with foreign substances. Blood detected on forceps raiser. This report is being submitted for foreign substance (blood) found on forceps raiser.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, blood was found adhered to the shaft part of the left arm and under the forceps elevator. The cause of the blood adherence cannot be specified. The following are presumed as causes based on the investigation results: 1.) User reprocessing differed from the instructions for use (IFU) recommendations in brushing process for the elevator; 2.) The facility staff was less trained in usual reprocessing, device handling and/or reprocessing before returning the device for repair in accordance with IFU. The instruction manual identifies the following related verbiage: IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual) says to reprocessing device immediately after each procedure as follows: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ IFU (reprocessing manual) details the reprocessing method around the elevator at ¿3.5 manual cleaning: brush the forceps elevator¿. Foreign material at the elevator is detectable since IFU (operation manual) says to inspect it prior to use at ¿3.2 inspection of the endoscope¿. IFU says the user to reprocess device before sending it for repair at ¿5.2 returning the endoscope for repair¿ as follows: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.